Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that there was a bubble sensor failure and the message ¿bubble sensor not detected¿ was displayed. No harm to any person has been reported. As a bubble sensor issue, can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID (B)(4).